Event description:
It was reported that during implant attempt, there was placement difficulty and uncertainty regarding implant positioning in the rv (right ventricle). The physician was unable to determine helix extension/retraction under fluoroscopy, event after multiple attempts. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.